Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited failure, noise, fracture and increasing thresholds. It was further reported that he right atrial (ra) lead exhibited noise. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.